Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, impedance and sensing measurements were unavailable and manual calculations were used to determine values. After interrogating the device again, the diagnostic function returned to normal. The patient was in good condition.